Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, following a PICC (peripherally inserted central catheter) line insertion in the patient's right arm to the superior vena cava/atrial junction, "bubble like features" were discovered along the turbo-ject® double lumen minocycline/rifampin power-injectable PICC line. The product issue was discovered after the nursing staff noticed that blood could not be returned from the catheter, and the catheter could not be flushed in the patient. The customer speculated that the deformation was possibly due to a clot and/or flush that created pressure inside the catheter beyond its wall strength, or simply a defective weakness in the PICC line wall. The failure necessitated the removal and replacement of the line in a separate procedure. The complaint device has been returned for evaluation; however, as of the date of this report, the device investigation is still pending.

Manufacturer narrative:
After further review of the record, it was determined that it should noted that per the customer, the patient was not in the hospital when he/she experienced trouble with the PICC line as the investigation evaluation gives additional insight on the importance of this point. Also, please note that per the customer,the date the bubble like features were noted were on the explant date of (B)(6) 2018. However, the date that the patient experienced trouble with the PICC line was not provided. A review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of the bubble-like feature. Using a syringe, water was run through the device to check for occlusion. There was no occlusion at the time of testing, however, several dried bio matter flakes flowed out of the lumen. Room temperature water was then hand injected through the proximal end of the hub while the distal end of the catheter portion was clamped with hemostats in attempt to duplicate the failure. No leak was noted and the bubble-like feature did not balloon out. The bubble-like failure could not be duplicated. Additionally, the device passed all dimensional testing. Clinical assessment: the device was returned for evaluation. During injection of water under pressure, the bubble like characteristic did not balloon out or leak so it appears the bubble like characteristic is superficial. There was water injected through the device and no occlusion was noted. It is not known why the customer was unable to flush the catheter. There is no information regarding the patient¿s mobility or safety awareness that may have contributed to this event. It is feasible to suggest the bubble like defect may have been a result of the device being inadvertently damaged at home. It is feasible to suggest the device could not be flushed if the device was clamped or kinked off and not noticed possibly due to positioning or if the device was not secured. It is also possible the device may have clotted on the distal tip and staff was not willing or able to flush due to some resistance. T_upicabrmtt states, ¿preliminary reports indicate that catheter size can influence clotting. Larger diameter catheters have more tendencies to promote clots. As reported by amplatz, gianturco and others, clot formation has less relation to type of catheter material than to size of catheter.¿ there is no information regarding the maintenance of the device. Per the IFU, ¿if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with catheter locking solution.¿ also, ¿catheter lock should be reestablished after every use or at least every 24 hours.¿ based on the current information, the most probable causes of this event are maintenance and use of the device at home related. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted.the appropriate manufacturing documents from the device master record (dmr) pertaining to the reported failure mode were reviewed, confirming that there are no notable gaps within the manufacturing process. The catheter is inspected to ensure the endhole is free of debris, tears, nicks, or splits, and that the white winged flla lumen is unobstructed. It is reasonable to suggest that the bubble-like features were a result of the inability to flush the catheter. Based on the information provided, the examination of the returned product, and the results of our investigation, the possible root cause has been determined as related to product use and handling. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown, unchanged, or unavailable. After further review of the record, it was determined that it should noted that per the customer, the patient was not in the hospital when he/she experienced trouble with the PICC line as the investigation evaluation gives additional insight on the importance of this point. Also, please note that per the customer,the date the bubble like features were noted were on the explant date of (B)(6) 2018. However, the date that the patient experienced trouble with the PICC line was not provided. A review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of the bubble-like feature. Using a syringe, water was run through the device to check for occlusion. There was no occlusion at the time of testing, however, several dried bio matter flakes flowed out of the lumen. Room temperature water was then hand injected through the proximal end of the hub while the distal end of the catheter portion was clamped with hemostats in attempt to duplicate the failure. No leak was noted and the bubble-like feature did not balloon out. The bubble-like failure could not be duplicated. Additionally, the device passed all dimensional testing. Clinical assessment: the device was returned for evaluation. During injection of water under pressure, the bubble like characteristic did not balloon out or leak so it appears the bubble like characteristic is superficial. There was water injected through the device and no occlusion was noted. It is not known why the customer was unable to flush the catheter. There is no information regarding the patient¿s mobility or safety awareness that may have contributed to this event. It is feasible to suggest the bubble like defect may have been a result of the device being inadvertently damaged at home. It is feasible to suggest the device could not be flushed if the device was clamped or kinked off and not noticed possibly due to positioning or if the device was not secured. It is also possible the device may have clotted on the distal tip and staff was not willing or able to flush due to some resistance. T_upicabrmtt states, ¿preliminary reports indicate that catheter size can influence clotting. Larger diameter catheters have more tendencies to promote clots. As reported by amplatz, gianturco and others, clot formation has less relation to type of catheter material than to size of catheter.¿ there is no information regarding the maintenance of the device. Per the IFU, ¿if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with catheter locking solution.¿ also, ¿catheter lock should be reestablished after every use or at least every 24 hours.¿ based on the current information, the most probable causes of this event are maintenance and use of the device at home related. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted.the appropriate manufacturing documents from the device master record (dmr) pertaining to the reported failure mode were reviewed, confirming that there are no notable gaps within the manufacturing process. The catheter is inspected to ensure the endhole is free of debris, tears, nicks, or splits, and that the white winged flla lumen is unobstructed. It is reasonable to suggest that the bubble-like features were a result of the inability to flush the catheter. Based on the information provided, the examination of the returned product, and the results of our investigation, the possible root cause has been determined as related to product use and handling. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.